Event description:
It was reported there were 4 recent failures of the cables. The length of service was unknown, but there was concern that 4 failed at once. A couple looked old, but the newer ones had connector damage (one was sticky-taped). It was noted that the sterilization technique was questioned. The cables were sent in for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) the external pulse generator connector pin cover was broken off and the lead connector was patinaed. It was also noted that continuity tests on the cable were ok and no intermittent connections were found. This event was assessed and is being processed as part of a retrospective review of events, which was in response to MDR criteria re visions and ongoing process improvements. Concomitant medical products: product ID: 5433v, cable; product ID: 5433a, cable. (B)(4).